Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event was determined to be unrelated to the mobile power unit; provided information indicated that the mobile power unit (serial number: (B)(6)) was mistakenly returned to the european distribution center with no allegations against the device. Visual inspection of the unit revealed that the rubber around the lemo connectors of the patient cable was slightly loose. It was also noted that there was a small crack in the bottom of the housing. The mpu was functionally tested and found to perform as intended despite the observed mechanical damages. The patient cable and bottom housing were replaced, and preventative maintenance was performed. The serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿equipment maintenance¿, explain how to properly care for all equipment, including the mobile power unit. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mobile power unit for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit was returned for servicing.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Reporter postal office or zip code: (B)(6).